Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be identified. However, it¿s likely the cause is related to a design change related to the operational amplifier circuitry of the dr board (printed circuit board) or the video connector possibly being improperly connected. It was also confirmed that the design change of the operational amplifier section of the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective circuit board. In addition, dust accumulation was discovered in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center does not display an image. No patient injury or procedure impact was reported.